Event description:
Eclipse homepump containing ceftriaxone 2 grams in 0.9% sodium chloride 100 mls defective: model e102000, lot # 0008033007 tubing clamp is broken allowing the medication to leak out when the end cap is removed. Model: e102000.